Event description:
A malfunction was reported with code malf 12, and no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information and assistance to reset the pump, after which malfunction code 15 occurred, prompting further troubleshooting.